Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter-defibrillator (s-ICD) was admitted to the hospital with chief complaint of chest pain, tachycardia, and multiple shocks at home. The patient was medicated and then found to be in sinus bradycardia and diagnosed with atrial fibrillation with rvr. The patient is scheduled for and receiving ablation. Patient is still admitted, will update as more information becomes available. This product remains in use and no additional adverse patient events have been reported.

Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter-defibrillator (s-ICD) was admitted to the hospital with chief complaint of chest pain, tachycardia, and multiple shocks at home. The patient was medicated and then found to be in sinus bradycardia and diagnosed with atrial fibrillation with rvr. The patient is scheduled for and receiving ablation. Patient is still admitted, will update as more information becomes available. The physician also elected to to adjust s-ICD zone. Af ablation completed. Next day, the patient was discharged on coumadin, to home, in stable condition. This product remains in use and no additional adverse patient events have been reported.